Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained via the right femoral artery. The concentric de novo lesion was located in a calcified and moderately tortuous right coronary artery. It was noted that it was not a total occlusion. A 2.5x32mm taxus liberte' stent was advanced to the lesion but could not cross. When the device was removed from the patient, stent damage was noted. The procedure was completed with a 2.5x28mm stent. No patient complications were reported. Patient status is listed as okay.

Manufacturer narrative:
Device evaluated by manufacturer - the stent delivery system device with the stent was visually, tactilely and microscopically examined along the entire length. There was blood visible in the distal shaft. Microscopic examination of the stent implant identified damage on the proximal end of the stent; two struts in the second proximal row were flared/bent back distally. The stent moved on the balloon approximately 0.05mm distally. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained via the right femoral artery. The concentric de novo lesion was located in a calcified and moderately tortuous right coronary artery. It was noted that it was not a total occlusion. A 2.5x32mm taxus liberte' stent was advanced to the lesion but could not cross. When the device was removed from the patient, stent damage was noted. The procedure was completed with a 2.5x28mm stent. No patient complications were reported. Patient status is listed as okay.